Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02, 2007. Evaluation summary: the reported condition of a pump with an unknown failure code was confirmed as failure code 16:310:903:0002 in the pump's event history file during product evaluation. However, this failure code could not be duplicated, and no further correction was made.

Event description:
The facility reported a pump withan unknown failure code. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.